Event description:
It was reported that the patient had an inappropriate shock due to the oversensing of noise. The patient was lying in bed at the time of the shock. A review of the electrograms for the shock episode confirmed there was noise in the primary sensing vector. Technical services advised some programming options. The clinic will monitor for now. There were no additional adverse patient effects. The system remains implanted.